Event description:
It was reported that the tigertail ureteral catheters had the syringe connector screwed on so tight that it was damaging the catheters and not allowing the wire to pass through them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tigertail ureteral catheters had the syringe connector screwed on so tight that it was damaging the catheters and not allowing the wire to pass through them.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "incorrect geometry". The device was used for treatment purposes, however, it was unknown if the device had met relevant specifications or contributed to the reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. Under direct vision, the guidewire is positioned within the ureteral orifice." "The ureteral catheter is inserted over the guidewire and advanced into the ureter. The guidewire is removed and the catheter adapter is secured to the catheter. Gentle aspiration to evacuate air from the catheter can be performed at this time. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined." "Caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned